Event description:
Upon opening the ti-con suture, (3) covidien ti-con 1 gs-21 sutures were noted to have kinks in the suture with narrowing of the suture in different areas along the suture length. FDA safety report ID # (B)(4).